Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose stayed over 400 mg/dl all night last night. Customer stated that he was given a shot with a syringe. Customer's blood glucose was 450 mg/dl. Customer expressed the following symptoms of high blood glucose: moody. Customer contacted his health care professional for the high blood glucose. Customer stated that he has a back-up plan. Customer's mother is going to troubleshoot. Caller performed the high pressure test and the pump passed. The cannula was not bent or occluded. Customer was advised to do a complete set change.